Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Event description:
It was reported that the patient underwent a bowel procedure on (B)(6) 2014 and suture was used. During the procedure the needles were popping off of the suture. The procedure was completed with same like device. No adverse patient consequences were reported.